Event description:
It was reported that the right ventricular [rv] lead was fractured. It was also reported that the rv lead impedance had spiked and the threshold had risen. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.